Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device, however an evaluation has not been completed at this time. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determine component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the ""as received"" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.